Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm during the system checkout.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported single compressor malfunction alarms were confirmed upon review of the driver's alarm history and were reproduced upon investigation testing. The root cause of the customer reported single compressor malfunction alarms was determined to be a malfunction of the left compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm during the system checkout.